Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the tunneling process, the plastic stem on the tunneler component of a dialysis catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: neither a lot history review nor a complete DHR review could be performed as the lot number was not provided. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue and is adequate. Investigation summary: one tunneler from a glidepath kit was returned for evaluation. Gross visual and microscopic evaluations were performed. The investigation is confirmed for broken tunneler tip, as a broken tunneler tip was observed during sample evaluation. The break surfaces of the separated fragment and tunneler tip were smooth and uneven. This is a known issue for glidepath tunnelers. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event.

Event description:
It was reported that during the tunneling process, the plastic stem on the tunneler component of a dialysis catheter allegedly broke. There was no reported patient injury.